Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose. Blood glucose reading was 43 mg/dl. The customer stated they did not received medical attention. It was reported that displacement test on insulin pump was okay. Customer stated that they did not used auto mode features. The customer agreed that insulin pump was operating as designed. The pump will not be returned for analysis. Frn-unk-rsvr, unomed-inf set.